Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported damage to the distal end/ chipping of ultrasonic probe tip issue could not be determined, however, the issue is likely the result of user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the transducer tip was missing. In addition, the up angle was not to specification. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis eus ultrasound bronchofibervideoscope had damage to the distal tip. The issue was found during maintenance, the intended procedure was completed using the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the transducer tip was missing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.